Event description:
It was reported that a physician was attempting to deploy a 3.0mm diameter x 38mm length resolute integrity rx drug eluting stent to treat a heavily calcified lesion in the lad with severe tortuosity. It was reported that due to the tortuosity and calcification present, it was not possible to place the stent in the lad and it was reported that the lesion was considered difficult. The lesion was pre-dilated with balloon and cutting balloon with reasonable angiographic result and even with the support and guide liner it was not possible to place the stent in the distal part of the lesion/vessel. It was also noted that the tip of the delivery device was damaged upon removal from the patient. When the device returned to the manufacturing facility the stent was noted to be damaged. No patient injury or clinical sequelae were reported. Device evaluation: there were numerous kinks along the hypotube, the distal shaft was torn immediately distal to the guidewire entry port and the transition tubing was twisted, bunched and torn 2.2cm proximal to the guidewire entry port. The distal tip was flared, damaged and deformed. The stent was positioned on the balloon between the inner markers as per specification. Segments on the distal and proximal end appeared slightly pinched- not concentric in shape. Struts on the most distal segment appear slightly deformed.

Manufacturer narrative:
Evaluation codes: results: deformation problem; inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology, heavily calcified lesion); related to operational context (loss of concentric shape of the stent.) Conclusion: operational context contributed to event (loss of concentric shape of the stent.) Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, heavily calcified lesion); known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).